Event description:
It was reported that a small volume intermate had a black fiber in the balloon. The device was filled with an unspecified amount of flucloxacillin. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 7, 2015 ¿ january 8, 2015. The device was received for evaluation. Visual inspection was performed and noted a black fiber in the reservoir of the device. The cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.